Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. The adapter converter, catalytic converter, oil mist filter, and vacuum pump oil were replaced to resolve the smoke/haze and odor/smells issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a ¿smoke¿ or haze and a ¿smell¿ or odor emitting from the sterrad® 100s sterilizer. In addition, it was reported that healthcare workers (hcws) experienced a respiratory reaction and started to cough. No medical attention was received and the hcws were reported ¿healthy and normal.¿ details of hcw demographics and how many hcws were affected are unknown at this time and advanced sterilization products will continue to follow-up for additional information. An asp field service engineer was dispatched to assess the unit onsite. Based on the information received to date, the information suggests the respiratory reactions were not serious. However, this event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The customer confirmed that only one healthcare worker (hcw) was involved, and he experienced a dry cough. Duration of the symptoms was unknown; however, no medical attention was received and the hcw was noted to have fully recovered. H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze and odor/smells issue, and system risk analysis (sra). ¿the device history record (DHR) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿trending analysis of the smoke/haze and odor/smells issue for the sterrad® 100s unit was reviewed for the prior six months from open date and no significant trend was observed. ¿review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for further analysis. The assignable cause of the smoke/haze and odor/smell is likely due to the adapter converter, catalytic converter, oil mist filter, and vacuum pump oil. The asp field service engineer replaced the parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).